Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the pink safety device is breaking off causing a needlestick. The following information was provided by the initial reporter: several staff are reporting that the pink safety device is breaking off as they are trying to engage and actually someone had a needlestick this weekend as a result of this.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
(2 of 2) it was reported while using bd vacutainer® eclipse¿ blood collection needle the pink safety device is breaking off causing a needlestick. The following information was provided by the initial reporter: several staff are reporting that the pink safety device is breaking off as they are trying to engage and actually someone had a needlestick this weekend as a result of this.